Event description:
Customer noticed that when they use the pulsar ii generator, there is interference with their philips xper hemodynamics system. When the plasma blade device is activated, the screen on the philips monitor shows wavy lines, then goes blank and they are not able to see the pt. Heartbeat. The monitor does not return to normal after the plasmablade is deactivated. It must be completely restarted. A crash cart has been used as a backup monitor whenever the issue has occurred and there has been no impact to the patient in any case. This has reportedly been an ongoing issue for 4-6 months, every time they use the plasma blade. The generator and monitor are kept apart by several feet during the procedure, with cords not overlapping and plugged into different power sources/hospital grade wall outlets. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).